Event description:
It was reported that the lead was surgically abandoned due to lead insulation, unknown noise with oversensing and pacing inhibition with no asystole. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).